Event description:
It was reported that pump unexpectedly displayed reset screen while in use, although pump did not need to be plugged into power to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was informed that pump reset occurred as part of routine system safety check, and was educated that insulin on board, maximum hourly bolus, continuous glucose monitor sessions, and cartridges must be reset or reloaded after any pump reset; customer acknowledged this information and successfully resumed insulin delivery, and no additional concerns were reported.